Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the ring to be bent inside the shell. The chamfer is oriented properly, facing outward. Indentations are present on the outer radius of the liner that indicate contact with the ring during impaction. No damage was observed to the locking groove of the liner. The inner radius of the shell is free of any damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part: 00801802801, lot: 63283925, femoral head 12/14 taper.

Event description:
It was reported that the plastic inner bearing would not mate with the head and shell. No adverse consequences were reported. Attempts have been made and no further information has been provided.